Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia (hld) and diabetes mellitus 2 (dm).

Event description:
It was learned from customer experiences portal and investigation that a patient with a 27mm 3300tfx valve in the aortic position underwent a valve-in-valve procedure after an implant duration of seven (7) years nine (9) months due to aortic stenosis and insufficiency. A tavr procedure was performed with a 26mm 9755rsl transcatheter valve. The patient presented to the hospital with shortness of breath with progressive exertional dyspnea and fatigue. The patient left the or in stable condition without complication.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.